Event description:
Reportedly, the sugeon fired instrument however he felt that not all of the staples had closed sufficiently. He then noticed that some of the contents of the rectum had oozed through staple line. He then leak tested the rectum and found that it had not completely sealed. However, the surgeon felt that this could happen with any similar products and did not feel this incident should pose any additional concern for the pt.